Manufacturer narrative:
Histosonics attributes this adverse event to the laparoscopic surgery which was conducted several days following the histotripsy procedure. However, due to the location of the infection, histosonics is submitting this report out of an abundance of caution. No noteworthy clinical events occurred during the procedure.

Event description:
On (B)(6), 2025, a 63-year-old male patient with a history of colorectal cancer received histotripsy treatment in the liver to one lesion via overlapping treatments to segment ii, for a total planned treatment volume (ptv) of approximately 50 cc. Approximately two weeks after the histotripsy procedure, the patient underwent a laparoscopic colectomy. Shortly after the colectomy, the patient developed a liver abscess at the prior histotripsy site. Two weeks after the colectomy, the patient presented to the hospital with a fever and the patient was admitted for an exploratory laparotomy to drain and clean the liver abscess. At the time of laparotomy, a percutaneous drain was placed and the patient was started on antibiotic therapy. As of (B)(6), the patient is home, improving on antibiotics but still has an open incision site from the surgery. The treating physician suspects the colectomy may have seeded the histotripsy site with bacteria.